Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for device check with their pacemaker in backup vvi (bvvi) mode. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: should be serious injur.y

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset. The device was tested on the bench and electrical and mechanical tests indicated normal device functionality. The cause of the bvvi could not be determined.